Manufacturer narrative:
(B)(4). Evaluation summary pending investigation conclusion.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent upon completion of investigation if device is received.

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy, the lid of the sterilization tray has been burnt and gradually discolored brown. There was no injury or delay reported.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one idrive sterilization tray opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and a pmv evaluation of the returned device performed concurrently with engineering. The reported condition for this incident was that during a lap assisted distal gastrectomy procedure the instrument melted. Visual inspection noted the top of the tray was discolored a brown/gray color across its entire surface. Visual testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported conditions. The reported condition was confirmed. However, the product performance did not violate any specifications and the wear and damage indicates the product reached its end of life. The IFU states, "the idrive ultra sterilization tray has a limited life use of 125 sterilization cycles. Wear and damage due to use normally determines the end of instrument life."? This wear and damage seen on this instrument indicates it had reached its end of life. A review of the current historical complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.